Manufacturer narrative:
Method: actual device was evaluated. Results: the evaluation included performance testing (accuracy, verification of air/no food alarm, etc). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off after food was gone). Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to specification.

Event description:
Pump did not alarm or shut down after food was gone delivering air to the patient. No patient injury